Manufacturer narrative:
H3: product analysis: evaluation of the device determined a small ring fell out from the device. The likely cause of failure could not be determined. It was also noted that the device had dents and scratches, and faded color band. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning, a small ring fell out from the device. These was no patient involvement in this event.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined the tip bearing was broken. The likely cause of failure could not be determined. It was also noted that the tool bur wobbled due to the broken bearing and, the laser markings were faded and discolored. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cleaning, a small ring fell out from the device. These was no patient impact in this event.